Event description:
It was reported during unk procedure, patient have staple line bleeding from both gastrojejunal anastomosis side & jejunal anastomosis side day after operation. Jejunal anastomosis broke down and surgeon redo it. Everything is ok before and during the operation.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. \an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what is meant by "broke down" and about the re-operation. How was the post-op bleeding identified? How many days postoperative was the bleeding/leak identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding/leak addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Does the surgeon believe that post operative complications were associated with a device deficiency or other contributing factors such as patient tissue factors? Were there other contributing patient factors? Please explain. Please provide a time line of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent; 7/16/2025. Additional information received: 1. It was reported that psee60a and gst60b was used during operation. I. What devices were used in the initial surgical procedure? Please provide the product code and batch number (if available). Ans: psee60a and gst60b, product code/ batch number is not available. Ii. What devices were used in the re-operation procedure? Please provide the product code and batch number (if available). Ans: surgeon are using other company product for re-operation procedure. 2. Does the surgeon believe the post-operative leak was caused by the blood clot, or did the j&j device contribute to the leak? Ans: surgeon is not confirmed caused by the blood clot or device problems. 3. What is the current patient¿s status (e.g. Still hospitalized/discharged etc.)? Ans: already discharged. Please describe what is meant by "broke down" and about the re-operation. Ans: there was staple line bleed immediate post op. How was the post-op bleeding identified? Ans: pt. Became unstable in ICU and CT scan showed staple line bleed at jejuno jejunal anastomosis. How many days postoperative was the bleeding/leak identified? Ans: 6 hrs. Post op. What was the total estimated blood loss (ml)? Ans: 3l in total. Was a transfusion required? Ans: 9 pints of blood. How was the bleeding/leak addressed? Ans: resection of the anastomosis and redo. What was the pre and postoperative anti-coagulant and pain management protocol? Ans: pain was on pca fentanyl and anticoagulant not started. Was the bleeding intraluminal or extraluminal? Ans: intraluminal. Any clips, clamps, or graspers near the area where the device was being fired? Ans: no. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: surgeon attempted scope to stop the bleeding but it was massive bleed unable to stop. How was the leak identified? Ans: due to accumulation of blood inside the lumen the entering site open up. What was observed at the site of the leak upon reoperation? Ans: blood clots. Were there any issues experienced with the device in the initial surgical procedure? Ans: not until reoperation. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Ans: no, it¿s because of blood clot. Were there other contributing patient factors? Please explain. Ans: no. Does the surgeon believe that post operative complications were associated with a device deficiency or other contributing factors such as patient tissue factors? Ans: no pt. Factor identified. Please provide a time line of events. Ans: 6 hrs. Post op notes bleeding and reoperation was done.